Event description:
Abbott has confirmed that a performance shift in the architect intact pth assay (list number 8k25) has the potential to generate falsely elevated results on patient samples. Results generated with impacted lots may demonstrate a positive shift relative to those generated with previous reagent and/or calibrator lots. The issue may also impact established architect intact pth reference ranges. A product recall will be issued for the impacted architect intact pth reagents, calibrators, and controls.

Manufacturer narrative:
Affected lots of architect ipth reagent, ln 08k25-25 are: lot 01113c000, expiration date 08/21/2014, lot 02213d000, expiration date 10/05/2014, lot 01313g000, expiration date 01/05/2015, lot 01913i000, expiration date 02/02/2015, lot 01612h000, expiration date 02/23/2014, lot 00112k000, expiration date 04/25/2014, lot 00113k000, expiration date 04/11/2015. (B)(4). Additional mdrs were submitted for other affected catalog numbers: architect ipth reagent, ln 8k25-20, reference MDR 3002809144-2014-00021; architect ipth reagent, ln 8k25-27, reference MDR 3002809144-2014-00023; architect ipth control, ln 8k25-10, reference MDR 3002809144-2014-00020; architect ipth control, ln 8k25-01, reference MDR 3002809144-2014-00019. The cause of this issue is not yet known. An investigation is in progress and a follow-up report will be submitted when cause is identified.